Manufacturer narrative:
Exact event date unknown year valid only

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that aneurysm expansion was observed during the follow-up on an unknown date with no endoleaks detected by CT and the cause was unknown. After further follow-up, performed approximately 5.5 years post index procedure, the abdomen was opened and a type iii fabric endoleak was observed at the bifurcation of the main body where the proximal end of the contralateral limb appeared to be located. Damage to the fabric of the main body was observed that type iii fabric endoleak location. The stent graft system was explanted with the exception of the suprarenal stent and the following 2 or 3 stent rings of the main body. The physician then elected to implant a y-graft and completed the procedure. The physician stated that since the device was used for five years, the cause of the event could be degradation by aging. The angle of the device position indicated that the stent legs were somewhat crossed, based on which the physician suspected that the proximal bare metal part of the limb ((B)(4)) continuously applied pressure on the main body¿s bifurcation area, eventually causing the graft to break. (Fracture). No additional clinical sequelae were reported and the patient is fine.